Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose with carb intake. Troubleshooting for low blood glucose levels was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was provided which was not included wit the initial report.

Event description:
Customer is not sure if he was on auto mode at time of event.